Manufacturer narrative:
The lead was discarded by the medical facility and will not be returned for evaluation.

Event description:
An infection was discovered during the end of trial explant. The patient was placed on antibiotics to treat the infection. The patient experienced an adverse reaction to the antibiotics and was hospitalized. The patient has since been discharged from the hospital